Manufacturer narrative:
H3: product analysis found that could not confirm the heating. No faults found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure handpiece was over heating. There is no patient involvement.

Manufacturer narrative:
The pre-repair temperature reading of the handpiece after 1 minute was t1: 81.8deg f and t2: 82.3 deg f. Based on the temperature reading, it has been determined that this event does not meet the criteria for regulatory reporting. The temperature recorded was below 118f, which is within the acceptable range and therefore not reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.